Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was located at 9.3cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was not received for analysis. The shaft inside the balloon section of the device was severely stretched down and as a result the distal markerband had detached and was positioned at the distal end near the tip. This stretching of the shaft is consistent with excessive tensile forces having been applied to the device. Traces of the distal section of the balloon tear were present at the distal bond. Further examinations of the device identified two dents in two different locations along its length. The width of each indentation of the shaft measured 1.5cm. No further damages were identified with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture and balloon detachment occurred. The target lesion was located in the peroneal artery. A 2.0-10/4t/150 symmetry¿ stiff shaft balloon catheter was advanced to the lesion. The balloon was first inflated to 12 atmospheres for 2 minutes. On the second inflation, the balloon was inflated to approximately 8 atmospheres however the balloon ruptured. When the device was removed from the patient's body, it was noted that a portion of the balloon was still in the vessel. A non bsc filter wire was then advanced beyond the detached portion and retrieved the balloon fragment. The procedure was completed using another of the same device. No patient complications were reported and patient's status was fine.

Event description:
It was reported that the balloon rupture and balloon detachment occurred. The target lesion was located in the peroneal artery. A 2.0-10/4t/150 symmetry¿ stiff shaft balloon catheter was advanced to the lesion. The balloon was first inflated to 12 atmospheres for 2 minutes. On the second inflation, the balloon was inflated to approximately 8 atmospheres however the balloon ruptured. When the device was removed from the patient's body, it was noted that a portion of the balloon was still in the vessel. A non bsc filter wire was then advanced beyond the detached portion and retrieved the balloon fragment. The procedure was completed using another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).